Event description:
A (B)(6) male patient contacted zoll customer support to report 'add gel' messages when no gel was deployed. Upon servicing of the belt, a reportable event was discovered. The electrode belt had a damage cable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn, exposing wires. The cause for the reported add gel messages is the damaged able and wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.